Event description:
A customer reported that their pump experienced a malfunction, with the specific malfunction code identified as malf 12. This issue caused the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The corrective action involved the customer reverting to a multiple daily injection (mdi) therapy as a backup to ensure continued insulin delivery. Tandem technical support decided to replace the malfunctioning pump and instructed the customer on procedures for the pump's return and on steps to follow upon receiving the replacement pump.